Manufacturer narrative:
Retainer ring = missing customer returned device for an alleged cosmetic damage/audio vibrate anomaly on (B)(6) 2017. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed the rewind test and self test. The pump was received with a cracked keypad overlay, cracked case (corner of belt clip rails), missing display window cover, missing serial number label, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or insulin pump error alarms in the formatted history noted during testing. The pump uploaded to carelink pro without any errors. Device was cut open to perform visual inspection and found evidence of moisture damage on the electrical board 1 and 2, force sensor, motor and battery tube assembly noted. ¿in summary, customer alleged cosmetic damage confirmed. Unable to verify customer alleged for audio vibrate anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.